Event description:
Rn accessed vein and pushed the activation button on the insyte autoguard unit. The needle did not retract and the rn, thinking that the needle had retracted into the safety barrel, accidently stuck herself as she was pulling the needle out of the catheter.